Event description:
It was reported the system had a loss of images. There are no reports of pt injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.